Event description:
According to the reporter: the balloon did not work. Balloon did not inflate. No injury to the patient. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/16/2015.